Event description:
A nurse reported three pts with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. In a f/u, the nurse reported the pt presented with dense fibrin consolidation and two plus cells in the anterior chamber and corneal edema on the first postoperative day. The pt was treated with medications. The surgeon reported event resolved with treatment. There are fifteen medical device reports associated with this event. This report is for the third pt, handpiece.

Manufacturer narrative:
Eval summary: no injector was returned. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot info was provided, the root cause cannot be determined. Additional info was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2012. (B)(4).